Manufacturer narrative:
Requests were made to the account to have the involved apc and esu evaluated by erbe [note: no anomalies were found in the device history records (dhrs) of the involved devices.]. If the erbe equipment is inspected/tested and an equipment problem is found that may have caused or contributed to the incident, then a follow-up report will be filed (note: currently, the equipment is at the biomedical department of the hospital and waiting for a release by their risk management.). Based upon the information provided, it appears combustible gases (e.g., methane and/or hydrogen with oxygen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. There are warnings in the erbe user manuals and notes on use for erbe's apc application devices addressing this type of situation. To further address the situation, addtional inservcing work was performed on 01/14/25 with medical personnel at their facility.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(6) ) was involved in a patient incident. The erbe apc/esu system was used with an erbe fiapc probe (part number: 20132-214, lot number: information not provided) in an esophagogastroduodenoscopy (egd) to treat an arteriovenous malformation (avm) in the small bowel. A grounding pad was placed on the patient's thigh. The settings were pulsed apc, effect 2, 15 watts, 0.5 liters per minute gas flow. Room air was used to insufflate. Upon positioning the fiapc probe at an adequate distance from tissue and engaging the blue footswitch, an "explosion" occurred at the lesser curvature of the stomach, which was proximal to the avm site being treated (note: per the physician, it was an explosion caused by the confluence of oxygen, spark, and flammable gas.). The area was inspected, and a perforation was discovered. Therefore, the patient had surgery to address the issue. As of (B)(6) 2025, the patient was in their intensive care unit (ICU).